Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1mr7q, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that of lack of efficacy. The device was explanted and issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.